Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch mhr605-3706h and no non-conformances were identified. Additional h3 investigation summary: it was received for analysis an unopened sample of product code 3706, lot mhr605. During the visual inspection of the sealed sample, it was observed that a needle was not parked correctly in the slot of the winding former. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition the assignable cause of is incorrect needle park.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that patient had unknown procedure on (B)(6) 2019. It was found that the needle had been came off from the tray when taking out the package from the box. The device was not used on the patient. There were no adverse consequences to the patient.